Event description:
During follow-up, a loss of capture due to left ventricular (lv) lead dislodgement was observed. The physician attempted to implant a new lv lead but was not successful due to occlusion of the vein. The event was resolved by reprogramming the device. The patient was in stable condition with no adverse consequences experienced.